Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a sore under one of the ECG electrodes on the left side. The patient reported that the skin was almost rubbed through and that the area was black and blue and very painful. The patient also reported being on blood thinners. The patient's doctor advised the patient that he could remove the lifevest while he is doing activities. Follow-up with the patient's nurse indicated that the patient did not appear to have any skin irritations.